Event description:
Doctor reports that when he hits the foot pedal of the 00900125, the temperature gauge shows immediately and it does not heat at all. The malfunction was discovered during a procedure. As a result of the device malfunction, the procedure could not be completed and the patient was sutured up and sent home.